Event description:
Caller alleged imprecision with the inratio2 meter for one patient. Results as follows: date: (B)(6) 2012, inratio: 1.2, retesting results: 2.3, 2.4 (new sticks, new fingers). Patient's therapeutic range is 2-3. Nurses use microsafe cap tubes. Nurse tested another healthy nurse while on the phone with technical services and received 0.9 on inratio2 meter serial number (B)(4).

Manufacturer narrative:
Investigation pending.